Event description:
The customer reported a description of a no boot situation indicating it failed to initialize. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated and the battery voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.